Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to reposition her ipg on (B)(6) 2015 which resolved the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site regardless whether the stimulation is turned on or off. The ipg is located low in her buttock and when she sits down she sits on the ipg. Surgical intervention is pending to address this issue.